Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023 the patient was admitted for sustained supraventricular arrhythmia that needed dc cardioversion or medication treatment. The patient also experienced diarrhea and dehydration due to a gastrointestinal complication. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists potential adverse event, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.